Event description:
At 2150 the iabp alarmed. Alarm reading - gas loss. The surgeon was called immediately. The catheter was threaded through the aortic arch and surgical removal was required to remove the catheter. The balloon on the catheter had ruptured.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other, balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.